Event description:
Unit alarmed "fail to cycle" with no error codes being stored. Unit turned off then on and it failed again at the bedside. The pt was hand bag ventilated and placed on another ventilator, no injury to the pt was noted due to this event.